Event description:
It was reported that in preparation for a water vapor therapy procedure the patient had been sedated with general anesthesia. Prior to the procedure the generator gave error message 296 stating the needle was not retracted. Two additional delivery devices were opened but the same error message was received. The procedure was then cancelled without any patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.